Manufacturer narrative:
The complaint for damage to vessel during insertion was confirmed with other empirical evidence via information reported by edwards clinical specialist. Based on the DHR review, there were no non-conformances related to the issue observed. No imaging or product return was provided for review. Therefore, the root cause could not be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where during insertion of the dilators, the patient became unstable. The procedure was aborted. Pericardial effusion was ruled out in echo and the patient was sent to CT for imaging. The patient was scheduled for the implantation via the left groin access, as the right atrium height was below 6 cm in systole. 24f, 28f then 33f dilator was used in a step wise fashion. During insertion of the 33f, a sudden hypotension was first alerted. Hence, volume resuscitation and CPR was started. Then the patient had stabilized enough to be taken directly to CT. Hemoglobin showed a significant drop from 11 to 7 and then to 4. CT results reported from the site showed active bleeding from the left common iliac vein with an extensive retroperitoneal hematoma on the left. In addition, there was a persistent active bleeding from the proximal superficial femoral vein on the left, at the puncture site with an extensive soft tissue hematoma in the anterior proximal thigh on the left side. The latest update was that the patient is still hospitalized and clinically stable. The kidney has recovered, hemoglobin is stable, and the patient will soon be transferred to a geriatric ward. The patient was treated with blood transfusions. There was no allegation of a device malfunction.